Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. Manual compression was performed to complete the procedure. There was no reported patient injury. The procedure was performed using the exoseal vcd in a therapeutic retrograde procedure. The physician achieved certification on the use of the exoseal vcd. The device was stored and prepared per the instructions for use (IFU) with no visible damage observed prior to use. A 6f non-cordis sheath introducer was used. The femoral site was suitable on angiography with an insertion angle of 30¿45 degrees, vessel diameter =5mm, no calcium, plaque, tortuosity, stenosis, stent, or prior closure within 30 days, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. It was reported that the deployment button was not fully depressed. The exoseal vcd and sheath were removed together about 1¿2 seconds after button depression. Upon removal, the indicator wire loop came out but the plug was not released, with the plug noted to be partially deployed but not fully inside the shaft. The indicator wire was still visible when removed. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. Manual compression was performed to complete the procedure. There was no reported patient injury. The procedure was performed using the exoseal vcd in a therapeutic retrograde procedure. The physician achieved certification on the use of the exoseal vcd. The device was stored and prepared per the instructions for use (IFU) with no visible damage observed prior to use. A 6f non-cordis sheath introducer was used. The femoral site was suitable on angiography with an insertion angle of 30¿45 degrees, vessel diameter =5mm, no calcium, plaque, tortuosity, stenosis, stent, or prior closure within 30 days, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. It was reported that the deployment button was not fully depressed. The exoseal vcd and sheath were removed together about 1¿2 seconds after button depression. Upon removal, the indicator wire loop came out but the plug was not released, with the plug noted to be partially deployed but not fully inside the shaft. The indicator wire was still visible when removed. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 6f non- cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter (ID) was conducted and the result obtained was within specification. A deployment simulation evaluation was performed. The indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white and red position was obtained as expected. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. An attempt was made to remove the dried blood from the internal component using hydrogen peroxide; however, complete removal could not be achieved. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was returned with the deployment lever not depressed and the plug in its manufacturing position. Functional analysis was performed with full depression of the deployment lever achieved, full transition of the indicator window, indicator wire retraction, and plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the partial deployment event reported since the returned device did not match the event description. It was reported that the deployment button was not fully depressed and the plug was partially deployed; however, the device was received with the deployment button not depressed and the plug in its manufacturing position. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. It should be noted that since the deployment lever of the received device was not depressed, it is expected that the plug would not be deployed from the unit. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.